Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he had issues with the meter. Customer's blood glucose had been between 200 mg/dl to 400 mg/dl. During troubleshooting, customer declined the high pressure test. After troubleshooting, customer was advised to change the entire set. Customer was advised to monitor the device. Customer will not be returning the device for analysis.